Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported experiencing pain during the adc freestyle libre 2 sensor insertion and was not able to lift her arm. The customer had contact with a healthcare provider who scanned the sensor insertion site and the customer was prescribed 600mg ibuprofen as treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor 3mh003wc4qr was returned and investigated. Visual inspection was performed on the returned sensor, and no issues were observed. The returned sensor plug was properly seated. On visual inspection of the sensor plug assembly; no failure mode was observed. However, unable to perform further investigation due to the remaining product was not returned. If the partial product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported experiencing pain during the adc freestyle libre 2 sensor insertion and was not able to lift her arm. The customer had contact with a healthcare provider who scanned the sensor insertion site and the customer was prescribed 600mg ibuprofen as treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned and an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. Additional information -section g1: (B)(4). Section h4 (device manufacturing date) was updated based on the extended investigation.

Event description:
A customer reported experiencing pain during the adc freestyle libre 2 sensor insertion and was not able to lift her arm. The customer had contact with a healthcare provider who scanned the sensor insertion site and the customer was prescribed 600mg ibuprofen as treatment. There was no report of death or permanent impairment associated with this event.